Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific informed that this lead was explanted on (B)(6) 2020 due to impedance issues, greater than 2000 ohms. New rv lead and pacemaker was implanted.